Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer had contact with a non-healthcare professional (non-hcp) who administered sugar due to the low readings received on the adc device. Subsequently, the customer experienced dizziness and the customer's caregiver obtained an unspecified high reading on a competitor brand meter and administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device reading of 64 mg/dl was compared to a reading of 200 mg/dl obtained on a competitor brand meter on the same day of application. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.